Event description:
It was reported that post op, the patient experienced muscle stimulation when the device was programmed to 5.0 v. When the voltage was dropped to 2.5 v, the stimulation went away. It was suspected that there might be an electrical leak at the setscrew.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.